Event description:
One hundred and thirty six days post index procedure, the pt returned with thrombus in the proximal end of the stent. A coronary artery bypass graft will be done to treat the thrombus. The pt was initially admitted in 2007 with a non-q wave myocardial infarction. The pt had a lesion in the right coronary artery that was type c, de novo, ostial and concentric. The lesion was 25mm in length and the vessel was 3.5mm in diameter. The pt had a 3.5 x 28 mm cypher stent implanted at 20atm for 35 seconds. The stent was then post-dilated with a balloon at 8-13 atm for 113 seconds. The residual percentage of stenosis was 0. The pt's medications include the following: versed (pre-procedure), dilaudid (pre-procedure), angiomax (intra-procedure), integrilin (intra procedure), atropin (intra-procedure), dopamine (intra-procedure), plavix (intra and post-procedure), aspirin (post-procedure), lisinopril (post-procedure), k+ (post-procedure) and coreg (post-procedure).

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.